Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that crcl values calculated by the interface are not being used in drug calculations.

Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that creatinine clearance (crcl) values calculated by the interface are not being used in drug calculations. On investigation it was determined that the root cause was related to the customer's workflow. It was found that the relevant lab values had not been entered into mosaiq by the user at the time that the doctor was going to approve the order. The issue is due to use error. Mosaiq and esi (external systems interface) did not have any malfunction and were working as designed and intended. Based on the available information there has been no mistreatment.